Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump. An attempt was made to gather additional information; however, no further information was provided regarding this event.